Event description:
Sales representative reported for the physician that a lap-band device that was explanted. There was no additional information given. Follow-up with the physician's office noted that the device was removed due to a suspected leak in the balloon. The event was first noticed when the patient came in for an additional fill and the physician noticed there was very little fluid in the device. A fluoroscopy test done with gastrograffin contrast confirmed the leak.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."